Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The ICD was explanted and replaced with a new ICD. No patient complications were reported as a result of this event.